Event description:
At first activation, there were electrical sparks and shooting fluid in the hub. The sparks occurred inside the patient. No known harm caused to patient. Product is being retained by cath lab/risk. A new catheter was opened and used to complete procedure.